Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse verified that the unit calibrated. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an optical sensor failure.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an optical sensor failure. There was no patient harm.